Event description:
The MFR received info alleging a ventilator failed an active exhalation solenoid valve test. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The tubing from the active exhalation valve to the porting block was pinched suggesting possible tampering. The tubing was replaced to address the issue.